Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00148.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had poor hip scores recorded. Aaos score was iii, paprosky score 3a and harris hip score were 63, 74, 76 at 1,2 and 5 years respectively. No further information is available.